Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two scs leads from the same lot number. It was reported the pt is no receiving effective stimulation therapy from her scs system. The pt's scs system has been reprogrammed multiple times, but effective stimulation coverage has not been achieved. The pt is pending an appointment to examine her scs lead placement. Surgical intervention may be undertaken at a later date to address the issue.